Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." (B)(4). Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 5 mdrs filed for the same event (reference 1825034-2016-01951 / 01955). Additional events for this patient reported on medwatch numbers 1825034-2016-01698 / 01699. Product location unknown.

Event description:
Legal counsel for patient reported that patient underwent an irrigation and debridement procedure approximately twenty-seven days post-implantation due to hematoma and possible infection. The patient subsequently underwent a revision procedure twenty-nine days post-implantation due to infection. All components were removed and replaced with cement spacer molds. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted a large non-healed dead space, slimy seropurulent fluid and tissue, and deep infection during the irrigation and debridement procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.